Event description:
It was reported that several weeks following a stent placement, the posterial wall of the stent fractured inside the pt. The physician went back at a later date and placed a new stent inside the original stent inside the ultraflex. No further info is available. No product was returned for eval.